Event description:
It was found that the actual product (pcn# 787426) was not consistent with the model on the outer package (pcn# 787626).

Manufacturer narrative:
The reported event is confirmed packaging related. Visual evaluation noted received 2 stents with original opened packaging. Outer packaging size indicates 6 fr x 26cm. Stent enclosed within kit contains 4.6fr x 26 cm. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be incorrect line clearance. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as the labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was found that the actual product ((B)(4)) was not consistent with the model on the outer package ((B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.